Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for multiple patient samples when using the access 2 immunoassay system. Customer provided test results for one patient as an example. Customer did not provide test results for all patients. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed using a different access 2 immunoassay system. The test results were within the normal range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management.

Manufacturer narrative:
A system check performed on (B)(6) 2009 was within specifications. Accutni level 1 quality control (qc) was out of specifications low. Repeat qc information was not supplied. On (B)(4) 2009, the field service engineer replaced the aspirate probes and the substrate probe. Ran a high sensitivity system check which passed specifications. Qc was run on both access 2 systems and both correlated well. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.